Event description:
Country of complaint: (B)(6). Complaint states: by the removal of the suture the thread getting stuck between plastic and paper at the package.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site eval: samples rec'd: 1 unopened race-pack. Analysis and results: there are no previous complaints of this code batch. There are (B)(4) units in OEM stock. We have rec'd one closed sample and one sample of prolene (from ethicon). The sample of ethicon is sent to the product manger for analysis. Pull out of suture in the closed sample rec'd is correct and the current one. Suture has been pulled out without difficult and does not become tangled. The ratio needle-thread is the correct and the usual one for this article-code. Please contact the product manger to request a reference alternative. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: although the results of the sample rec'd fulfill the specs of the OEM, OEM takes note of this incidence in order to assess if new or additional actions are needed. Actions on product: not applicable. Corrective/preventive actions: not applicable.